Event description:
The customer originally returned his evis lucera elite colonovideoscope due to an e216 error code noted during procedure preparation. According to the initial reporter, the intended procedure was completed using the subject device without any patient harm noted. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as a black rubber-like substance was protruding from the auxiliary channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, a foreign material was discovered at the mouth of the auxiliary channel. Additionally, the distal end cover was worn and the adhesive was lifting. The light guide lens was cracked with pitted adhesive present on the light guide as well as the object lens. The coloring on the cylinder was peeling away. The angulation and the electrical safety test results were out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. ·precleaning was not conducted immediately after procedure, which caused foreign material difficult to remove. ·auxiliary water channel was insufficiently reprocessed. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿ ¿flush detergent solution and air into the auxiliary water channel¿ olympus will continue to monitor field performance for this device.